Event description:
The customer reported that the top of the pump's screen appeared black, only displaying the number 123, which hindered their ability to interact properly with the pump. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.